Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified right coronary artery. The 3.50x15mm rx xience skypoint stent delivery system (sds) was advanced however failed to cross the lesion due to resistance caused by calcium that was not shown on imaging. The device was removed however upon removal; lint was noted on the device. A new same device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported contamination / decontamination problem was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to contamination / decontamination problem include, but are not limited to, foreign material present in device or packaging, material degradation, inadvertent transfer of contamination during the procedure, corrosion or wear and tear. In this case, it is possible the device may have interacted with the calcified lesion during advancement, as resistance was noted, causing the reported failure to advance; however, this cannot be confirmed. It was reported by the account that the device was removed from the patient and outside of the patient anatomy, lint was noted on the device. The sem/chem report identified the reported contamination / decontamination problem as polyester, which may have been transferred to the device during the procedure; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.